Manufacturer narrative:
H3 other text: device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 500 mg/dl; cause unknown. Customer declined further troubleshooting for the issue with tandem technical support, therefore no additional information was obtained.